Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2024 as the date of the event is unknown, but the comment was made in 2024.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the patient's heart was perforated, and the heart filled with blood. Drains were put in the patient's chest in response to the perforation and effusion. The patient was recovering for two days and in much pain. No further information was provided.